Event description:
Related manufacturer report number: 2017865-2022-42173, 2017865-2022-42210. It was reported that the patient presented with infection. The implantable cardioverter defibrillator system was explanted. Further information was requested, but not yet available.

Manufacturer narrative:
Correction: implant date previously erroneously reported as (B)(6) 2022 and explant date as (B)(6) 2022. Fields now updated to (B)(6) 2022 and (B)(6) 2022, respectively.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.